Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the complete se stent was deployed thirteen (13) days post the use by date. Patient did not receive any medical / surgical intervention as a result of the event. No patient injury reported.